Manufacturer narrative:
(B)(4).

Event description:
Approx 6 months ago, the pt noticed the therapy was turning itself on and off. There was reported to be no accident or incident related to the event. They were unable to get the middle light of the therapy controller to come on. When checked in, the clinic on (B)(6) 2010, the system was on. Device interrogation showed high electrode impedance on 0 & 3. The pt was instructed to monitor the events. Two days later, it was reported that when the pt felt the stimulation was off, he checked the system and it was off; there was no pattern. Additional info has been requested, a follow-up report will be sent if additional info becomes available.